Manufacturer narrative:
During processing of this incident, attempts were made to obtain complete event, patient and device information. Further information was requested but not received.

Event description:
It was reported that the patient will be having an ipg replacement for an unknown reason. Surgical intervention may be taken at a later date to address the issue.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete patient information.

Event description:
It was reported the patient had their dbs ipg replaced because the ipg was inoperable. Stimulation therapy was reportedly restored postoperatively.

Manufacturer narrative:
Additional information indicates this is no longer reportable as the ipg was still operable prior to the elective replacement.